Manufacturer narrative:
Exact date of implant is unknown. Evaluation summary: the exact cause of the pinhole in the graft fabric leading to the type iii fabric endoleak, which may have led to the reported aneurysm enlargement could not be conclusively determined from the short video provided. Pre-implant films, films at implant, earlier post implant films, follow-up films at the time of the event, and any additional films during the surgical conversion were not provided for review and comparison. Review of historical similar complaints have shown that potential contributing factors include fabric wear from the underlying stent, external fabric wear from surrounding calcifications, and/or graft fabric abrasion via apex of the contra limb baresprings. However, since no films were returned for review, the anatomy information and the complete stent graft in-vivo configurations could not be assessed, and the exact cause of events could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A endurant stent graft system was implanted in a patient for the endovascular treatment of a 9cm abdominal aortic aneurysm. It was reported that a CT revealed the patient had sac enlargement from 9cm to 11cm. The physician performed an intervention with the intention of explanting the stent graft and when the sac was opened there was blood seen on the outside of the stent graft. The physician cleaned out the aneurysm sac and beneath some of the thrombus was a pulsatile hole in the stent graft. Upon finding the type iii fabric endoleak the physician repaired it by wrapping the stent graft and hole with a dacron graft and sutured in place proximal and distal to the hole and the event was resolved. The physician stated the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.